Manufacturer narrative:
This report is for (3) unknown unk - screws cortex/unknown lot number. UDI: unknown part number, UDI is unavailable. Date returned to manufacturer (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient complained of pain which resulted in an xray of his right wrist. The original surgery was on (B)(6) 2014 for a right wrist fusion due to arthritis. The xray revealed 2 broken screws and the need for revision surgery to remove the plate and screws. During the revision surgery, 8 screws were removed, 3 were broken and 5 were intact. There were no fragments left in the patient. The wrist fusion plate was removed without incident. The surgery was successful. The wrist had fused and there was no need for any additional surgery. Patient requested the parts back after evaluation. This report is for 3 unknown screws. This report is 1 of 1 for (B)(4).